Manufacturer narrative:
Method: the device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 stopped working with 2 branches left. It was unplugged and plugged back in, the power supply was turned off then back on and it started working again. The reported unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.